Manufacturer narrative:
Manufacturer's investigation conclusion: the report of water ingress into the patient¿s shower bag could not be confirmed as the product was not returned for evaluation and no images of the reported event were provided. It was reported that the patient was taking a shower at home and water got into the shower bag. The patient was not injured and not symptomatic during the event. No alarms were reported for this event. It was reported that the shower bag would be returned for evaluation. To date, shower bag lot number 6975661 has not been returned. If it is returned at a later date, the investigation will reopened. The patient remains ongoing on vad support and no further issues have been reported. The hm3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that water got into the shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s shower bag could not confirm the report of water ingress. The gogear shower bag was returned in lightly used condition. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, there were visible watermarks that penetrated through the topmost layer. These water droplets, however, did not penetrate through the zippered layer of the bag that houses the batteries and controllers during use. The interior of the bag revealed no visible water and the interior surfaces did not feel wet to the touch. The evaluation of the returned shower bag was unable to reproduce the reported water leak. No adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. These documents state in the ¿caring for wear and carry accessories¿ sections that the user should periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. Review of the device history record for the shower bag, lot #6975661 showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.